Manufacturer narrative:
The patient is in critical condition relating to the reason for the procedure which is complex cardiac anatomy and the child¿s cardiac problems as a whole. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the tip of a .018 sv short 180cm st wire unraveled and disconnected from the body of the wire. All pieces were retrieved from patient. It is not indicated if the device will be returned.

Manufacturer narrative:
Concomitant devices: cook advance 18 lp balloon 6xd, 5f cook flexo sheath. The procedure being performed was balloon dilatation of the rpa & lpa. The device was removed from the dispenser by the distal floppy end. It was no kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The access site was rfv with a 5f cook flexo sheath. The vessel was tortuous. There was no ¿drilling¿ or ¿jack-hammer¿ technique used to recannulize the vessel. The reported event occurred toward the end of the procedure. The wire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ and there was no resistance with other devices during insertion or withdrawal. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The tip did not repeatedly prolapsed during placement or remain in a prolapsed position during treatment of the lesion. The wire tip was not advanced into the distal vasculature. It was used in the main vessel not a side branch. The wire was not jailed at any time behind a stent and did not become fixed or caught at any time prior to the event. It was not torqued against resistance. The separated segments were removed by attempting access in the lfo. The entire sheath system pulled back, end of the wire was still in the distal portion of the sheath with the wire fragment clamped with hemostats and pulled out as a unit. This patient remains in the hospital and is a critically ill patient. Additional information is pending.

Manufacturer narrative:
It was reported that the tip of a .018 sv short 180cm st wire unraveled and disconnected from the body of the wire. All pieces were retrieved from patient. Additional information was received that the procedure being performed was balloon dilation of the rpa & lpa. The device was removed from the dispenser by the distal floppy end. It was no kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The access site was the right femoral vein with a 5f cook flexo sheath. The vessel was tortuous. There was no ¿drilling¿ or ¿jack-hammer¿ technique used to recannulize the vessel. The reported event occurred toward the end of the procedure. The wire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ and there was no resistance with other devices during insertion or withdrawal. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The tip did not repeatedly prolapse during placement or remain in a prolapsed position during treatment of the lesion. The wire tip was not advanced into the distal vasculature. It was used in the main vessel not a side branch. The wire was not jailed at any time behind a stent and did not become fixed or caught at any time prior to the event. It was not torqued against resistance. The separated segments were removed by attempting access in the lfo. The entire sheath system was pulled back and the end of the wire was still in the distal portion of the sheath with the wire fragment clamped with hemostats and pulled out as a unit. The patient is in critical condition because of the complex cardiac anatomy and the child¿s cardiac comorbidities. A non-sterile unit of pgw .018 sv short 180cm st was received coiled inside of a plastic bag. A fracture/separation was found at the guide wire distal end. Additionally, an unraveled/stretched condition was found. No other anomalies were found. The core wire and coil was inspected under the microscope and the damage was confirmed. Fracture was analyzed under sem station with the following results: results showed that the sample presented evidence of reverse bending and ductile dimples. The evidence of ductile dimples suggests that a tensile overload event occurred prior to the separation of the coil wire. Additionally, the reverse bending on the core wire and coil wire suggests device manipulation that led to the material separation. No other anomalies found during sem analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event by the customer as ¿distal tip - fractured-in patient¿ was confirmed by the condition of the product as it was received for analysis. However, the cause of the fracture found could not be conclusively determined. However, procedural/handling factors, reverse bending and ductile dimples, might have contributed to those events. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. With the information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. Neither the device history record nor the product analysis suggests that the event could be related to the guidewire design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.